Event description:
The customer reported: needs clinical for records information: patient passed away due to covid and needs to get records information might have been delay in information. The device was in use at time of event, the patient died.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips remote clinical application specialist (cas) spoke with the customer. The customer biomed indicate that on (B)(6) 2022 at 4:34am, the patient's monitor (covid isolation bed#743) generated spo2 desat red alarms and low heart rate/arrhythmia alarms. The patient was on 100% o2 (oxygen) therapy. The monitor started to generate potential life threatening high priority alarms related to the patient's condition, but there was a delay with caring for this patient. The biomed stated that the clinical users monitor many patients beds at their remote central monitoring location. In this case, the central monitor user failed to inform the patient's nurse about the patient's condition in a timely manner. As a result, delay with caring for this patient. The patient was transferred and care was escalated, but the patient eventually expired. The customer requested assistance with improvements to their clinical workflow. A philips clinical specialist (cs) went on site and assessed the customer workflow; areas for improvement were identified. There was no product malfunction; this is considered a user issue.

Event description:
The customer reported: needs clinical for records information: patient passed away due to covid and needs to get records information might have been delay in information. The device was in use at time of event, the patient died.